Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the right bottom electrode has been partially detached with scuff marks present on the spacer. The black shrink tube has been detached near the tip with a significant amount of scratch marks on the exposed shaft. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and despite partial detachment of the right electrode; plasma was observed as intended. The suction line was tested and performed as intended. The complaint has been visually verified and the root cause could not be determined with confidence. Physical evidence would suggest the device may have come into contact with a metal object such as a cannula. Other factors that could contribute to the detached electrode includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the tip was damaged, one of the "ridges" on the electrodes fell apart during ablation and a metal piece got lost in the joint and the surgeon was not able to get it out. There have not been any patient complications reported as a result of this event.